Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered from the stay safe connector blue pin on the patient line during fill 1 of 5 of treatment and received m31 air detected in cassette warning alarms prior to and after discovery of the leak. The patient was advised to re-setup with all new supplies. Upon setting up after re-booting the cycler and opening the cassette door, fluid began leaking on the floor and was discovered inside the cassette door and the patient cancelled treatment and removed the cassette. Fluid was discovered in the pump module area and on the external of the cassette. The patient was connected during the incident. The patient was advised due discontinue use of the cycler. There was no patient injury noted. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the pd patient confirmed the reported event. The patient stated the cycler prompted with m31 air detected in cassette warning alarms during fill 1 of 5 of treatment, and shortly thereafter fluid leak was noted from the stay safe connector blue pin on patient line. The patient stated treatment was cancelled and during step 9 following the reported cycler alarms, fluid was also noted on the cassette door and fluid was noted to be leaking from the cassette during removal. The patient confirmed they did not experience and issues with a fluid leak from the solution bags and no allegation was made against any of the solution bags. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The patient stated they resumed use of the cycler without further issue. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered from the stay safe connector blue pin on the patient line during fill 1 of 5 of treatment and received m31 air detected in cassette warning alarms prior to and after discovery of the leak. The patient was advised to re-setup with all new supplies. Upon setting up after re-booting the cycler and opening the cassette door, fluid began leaking on the floor and was discovered inside the cassette door and the patient cancelled treatment and removed the cassette. Fluid was discovered in the pump module area and on the external of the cassette. The patient was connected during the incident. The patient was advised due discontinue use of the cycler. There was no patient injury noted. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the pd patient confirmed the reported event. The patient stated the cycler prompted with m31 air detected in cassette warning alarms during fill 1 of 5 of treatment, and shortly thereafter fluid leak was noted from the stay safe connector blue pin on patient line. The patient stated treatment was cancelled and during step 9 following the reported cycler alarms, fluid was also noted on the cassette door and fluid was noted to be leaking from the cassette during removal. The patient confirmed they did not experience and issues with a fluid leak from the solution bags and no allegation was made against any of the solution bags. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The patient stated they resumed use of the cycler without further issue. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.